Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 53 mg/dl. The patient treated by drinking a glucose boost drink. Troubleshooting was declined for the low blood glucose. Customer also reported a high of 321 mg/dl, which was treated with food. The insulin pump was not returned for analysis.